Event description:
It was reported to covidien on (B)(4). 2013 that a customer had an issue with hp tlc kit 12 x 16cm ce. The customer states that they attempted right femoral mahurkar line placement with ultrasound guidance. Pt was in the supine during insertion, no abnormal resistance or difficulty encountered with adequate return of venous blood visualized. Numerous attempts to remove the guide wire failed; unable to remove the guide wire. Catheter was removed, leaving the guide wire in. Visualized with c-arm, it appeared kinked. Pt was taken to interventional radiology for removal. No complications to the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.